Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having hypoglycemia and being treated by the paramedics. The blood glucose reading at time of the call was 380mg/dl. The customer believes that his low blood glucose may have been due to basal rates set too high. No further information was provided.